Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 723 mg/dl. The customer ran out of supplies, and had no insulin with him. The customer stated that her mother had passed away, and she had no insurance or health care professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.